Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: additional information received from the hcp via email on jul 9, 2024: 2nd additional information requested: please provide the lot number. Ucmcxk. It was reported that 36 products were involved in this procedure. Please clarify how many devices were used on this single procedure. There were multiple procedures that used the same lot number please confirm the quantity being returned. (B)(4). If there are multiple patient events: provide the specific number of patient events. 3. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, they have not been reported. What is the procedure name(s) and date(s)? Total hip, total knee and total knee revision. What is the quantity involved per procedure? (B)(4). Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Have not shipped out yet. Waiting for request to be approved d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a knee procedure on an unknown date and suture was used. During the procedure, it was reported by the distributor per the account: the needle is popping of suture strand, even though this is not a pop off suture. The device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.